Event description:
It was reported that during a right hemicolectomy procedure, as per the customer: "the stapler and cartridge did fire but part of the bowel did not have staples across it." The surgeon confirmed that the leak came from the crotch of the stapler. He was firing through thick tissue and was using the green cartridge. Everything fired very smoothly. However, upon inspection, he noticed that where the crotch of the stapler was, that was the portion that was not stapled. He opened up another stapler as he was concerned there was something wrong with the stapler. The pt is fine and there was no delay in the case. Surgery was prolonged 10 minutes. Another device was used to complete the case. There were no adverse consequences to the pt. Add'l info rec'd: malformed staples were also visually detected. Buttressing material was not used. The device jaws were inspected between cleanings. Observed on the initial firing.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was rec'd in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process.